Manufacturer narrative:
Device evaluation: one level 1 normoflo irrigation fast flow system pump was returned for investigation in used condition. The customer reported product problem was verified during functional testing. The device was recirculating temperature to 22.1 degree celsius which was out of tolerance. The issue was occurring because there was a crack in the return tube. Water leaked from the crack and damaged multiple internal components. The cracked return tube, main pc board, and pump assembly were replaced as a result. The investigation concluded that the reported product problem ultimately stemmed from an issue with the cracked return tube. This issue was attributed to a design issue. This was established as the root cause.

Event description:
It was reported that the level 1 normoflo irrigation fast flow system was not heating. No patient injury or complications were reported in relation to this event.